Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm or frozen screen noted. Insulin pump received with minor scratches on lcd window, cracked reservoir tube lip, cracked belt clip slot, and cracked battery tube threads.

Event description:
It was reported that the customer received a button error alarm on the insulin pump and the buttons were not working. No significant events leading up to the alarm were recalled. The customer's blood glucose was 137 mg/dl. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.